Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 through june 27, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed the presence of two brown, irregularly shaped particles, approximately 0.15mm in length. Microscopic inspection revealed that the particles were not in the fluid path because they were embedded in a component material. The reported condition was verified. The assignable cause could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber in the balloon of a large volume infusor. The device was filled with fluorouracil. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter healthcare ltd compounding unit. The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.